Manufacturer narrative:
Investigation summary: tested 3x's retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. After troubleshooting with quidel, the site achieved 96% correlation at the conclusion of their study. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false negative sofia sars result for 1 patient of unknown symptomatic status. The patient was tested as part of a comparison study against pcr. The site tested symptomatic and previously positive patients as part of the study. The customer communicated that the result was confirmed positive through pcr testing, collected concurrently.